Manufacturer narrative:
No button error alarm noted. Esc button did not respond due to corroded keypad trace. Battery out limit alarm was not verified due to unresponsive button. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had intermittent button response. The customer was in the hospital for non-diabetes related issues. The customer's blood glucose value was unknown. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)